Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was found that the atrial lead had high impedance, loss of sensing, and loss of capture. A chest x-ray showed that the atrial lead was fractured at the clavicle. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition and discharged from the hospital the next day.